Event description:
Reporter noted metal particles at end of procedure when deepening anterior chamber with I/a tip, and with slit lamp during post-op exam. Particles were not removed; no patient injury.